Manufacturer narrative:
Concomitant medical product: product ID: tav-mdr2-29-c transcatheter valve implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant, the patient experienced spasms in the abdomen. A remote transmission indicated intermittent atrial lead capture at a rate slower than the programmed lower rate. The lead had failed the lead position check and a lead dislodgement was suspected. No further patient complications have been reported as a result of this event.